Event description:
It was reported that during an ion biopsy, the patient experienced bleeding through the endotracheal tube. This occurred after the initial needle biopsies and during the second transbronchial biopsies using forceps. The estimated blood loss with saline was 800 ml. The physician reported that a therapeutic bronchoscope was used to treat the bleeding together with vigorous saline lavage, iced saline instillation, and occlusion of the airway with the bronchoscope. The patient developed hypotension and was stabilized with levophed. On post-procedure day 3, the patient became short of breath, cyanotic, then unresponsive and was re-intubated with return of spontaneous circulation; however, later became hypotensive and bradycardic on vasopressor support. Ultrasound showed severely reduced cardiac function with a severely enlarged right ventricle. Ultimately, the patient had a third cardiac arrest and expired. The physician reported that the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the bleeding; the patient's anatomy and pre-existing conditions contributed to the event. The lesion was suspected to be very vascular. The patient was on eliquis which was stopped 48 hours prior to the procedure. Comorbidities included pulmonary hypertension with interstitial lung disease on chronic oxygen therapy, compensated diastolic congestive heart failure, and paroxysmal atrial fibrillation.

Manufacturer narrative:
The physician reported that there were no issues with the ion system. No products are returning for investigation. Review of the ion system logs found there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that an elderly patient with obstructive sleep apnea, paroxysmal atrial fibrillation, compensated diastolic congestive heart failure, and interstitial lung disease-associated pulmonary had an ion biopsy after holding eliquis for 48 hours. Fine needle aspiration and transbronchial biopsies were performed. After the second transbronchial biopsy, patient experienced significant bleeding that was controlled and was transferred to the intensive care unit, intubated and on mechanical ventilation. The following day, a bronchoscopy was performed to remove blood clots from the airway and the patient was then extubated. Later during the hospitalization, he suffered from a cardiac arrest and was re-intubated. Work-up during the hospital care showed severe heart failure. The patient was resuscitated initially but died after a third cardiac arrest. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data, the reported event was likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi --archives for chest disease. 2009. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.